Event description:
The company was notified that the patient will be sedated to perform testing of his device using the external equipment. Currently, the patient is not willing to use his external equipment and testing of his internal device can not be performed.